Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and preimplantation testing. However, the device did not meet requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and/or reflux.. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and preimplantation testing. However, the device did not meet requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and/or reflux.. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was implanted in (B)(6) 2017. According to the report, the patient experienced a recurrence of symptoms and it was stated that the valve had ¿malfunctioned.¿ reportedly, the valve had been adjusted once after implant and no mris were performed. Prior to implant, the valve had been bathed in sterile saline. The valve was replaced and there was no injury to the patient. After the device was explanted, a water column manometer was used to test the catheters, which was successful. When the valve was tested in place, no fluid would pass.